Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she noticed a blank screen in the morning. The customer put in another battery and the pump turned on but the time and date resettled. The customer will be sent replacement battery cap. The insulin pump will not be returned for analysis.